Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms. Customer's blood glucose level ranged between 300-400 mg/dl. Supply changes were performed resolving the occlusions.